Event description:
The pt reportedly experienced intermittencies with her internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issues. Surgery to explant the patient's device has been scheduled.